Event description:
On 8/10/92, an aus device was implanted. On 6/30/95, the cuff was revised. On 7/15/96, the balloon was revised. On 8/8/96, the device was removed from the pt due to erosion-through scrotum.